Event description:
A report was received that the patient had a possible infection at the pocket site. The patient's symptom included swelling at the ipg site. The physician treated the patient's possible infection by placing a "compact" on the pocket site and prescribing oral antibiotics. The patient is reportedly doing well.